Event description:
It was reported that a 55-year hispanic female patient underwent primary breast augmentation with two 400cc mentor memorygel breast implants. Post-operatively, the patient suffered right breast that has a calcium built up, pain, hardness, going up, dilated and has inflammation. A right breast capsular contracture (baker grade IV) was diagnosed. In addition, MRI found right breast implant rupture and possible silicone in the left axillary lymph nodes. This was reported as possible left breast implant gel leak. As a result, the patient underwent bilateral breast implant removal and replacement with two 275cc high profile silicone implants on (B)(6) 2022. This medwatch form is for the left breast prosthesis. Complications on the right breast/implant have been reported under mrn: 1645337-2022-08778.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected granuloma and gel bleed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 4, 2022, an analysis of the suspect medical device's photo was completed. Investigation summary: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed as the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. On december 6, 2022, mentor became aware that the following information was erroneously omitted from the supplemental report sent on december 5, 2022: the patient also suffered asymmetry of the breasts. Section h 6. Health effect - clinical code: e2308 (deformity/disfigurement).